Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user said that under a microscope, a foreign matter was found inside the inner guardia¿ access embryo transfer catheter. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation. Visual inspection of the returned unused product was conducted. A review of complaint history, the device history record, quality control data and specifications has been performed. One device was returned for investigation. It was noted that the catheter was damaged above the cannula, most likely from the return shipment. The length of the catheter extending beyond the cannula is 8 cm. The total length of the catheter is 24 cm. A visual examination of the device confirmed there is debris inside the catheter. The debris resembles a dark smudge that looks like it could be part of the catheter material. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with complaint device lot number 8400084. Based on the information available the cause of this issue is manufacturing related. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Investigation ¿ evaluation. Visual inspection of the returned unused product was conducted. A review of complaint history, the device history record, quality control data and specifications has been performed. One device was returned for investigation. It was noted that the catheter was damaged above the cannula, most likely from the return shipment. The length of the catheter extending beyond the cannula is 8 cm. The total length of the catheter is 24 cm. A visual examination of the device confirmed there is debris inside the catheter. The debris resembles a dark smudge that looks like it could be part of the catheter material. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this is the only complaint associated with complaint device lot number 8400084. Based on the information available the cause of this issue is manufacturing related. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.